Event description:
It was reported that the device exhibited an airway leakage that could not be compensated by the device according to the set parameters. The device was replaced. It was reported that the patient desaturated and got a hypotension. Vasoactive drugs were given until the patient stabilized. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device exhibited an airway leakage that could not be compensated by the device according to the set parameters. The device was replaced. It was reported that the patient desaturated and got a hypotension. Vasoactive drugs were given until the patient stabilized. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The affected device was examined onsite by the dräger service and the log file was made available for further investigation. The log file analysis revealed that the ventilation was performed in the ventilation mode pc-ac with a pinsp setting of 10 mbar and a peep of 7 mbar. The device immediately alarmed ¿insp./exp. Cycle failure¿ as the device was unable to detect an insp./exsp. Breathing cycle due to the low differential pressure settings. Additionally, the alarm messages ¿apnoea¿ and ¿respiratory rate high¿ were raised by the device. After two minutes, the device alarmed constantly for "minute volume low" to inform the user that the ventilation settings result in inadequate low value for the patient below the set alarm limit. The log file shows that the user adjusted the ventilation settings (peep raised to 8 mbar, respiratory rate changed, fio2 increased), but the adjustments were not sufficient to properly increase the minute volume above the set alarm limit. Eventually, the ventilation was stopped by the user. The analysis of the log file found no indication for a device malfunction. It can be concluded that the reported event was caused by inadequate ventilation settings. According to the instructions for use, the setting pinsp is the absolute inspiratory pressure. In the pressure-controlled ventilation, the upper pressure level is determined by pinsp. The tidal volume delivered depends on the difference in pressure "pinsp ¿ peep", the lung mechanics (resistance and compliance), and the patient's respiratory drive. During ventilation, the related parameters like volume, flow, pressure etc. Will be monitored. According to the alarm settings, the ventilator will generate audible and visual alarms related to the measured values, if necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.